Event description:
The pump was returned for service where a failure code 812:02 was found in the event history. The biomed stated to the baxter service facility that this pump was not involved in a patient incident this time or since last serviced by baxter.